Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and cracked reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear it. Customer's blood glucose reading at the time of the call was 355 mg/dl and stated that it was due to the food he ate. No further information reported.